Event description:
It was reported that during a da vinci-assisted surgical procedure there was a broken conductor wire (black) on the fenestrated bipolar forceps instrument. A backup instrument was used to continue the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.